Event description:
It was reported that during use of the lifespan graft in a femoral-to-femoral (ff) bypass procedure, minor leakage from the graft was observed, confirmed on the anterior surface. The procedure had already been completed and the wound was closed at the time the leakage was identified. No other complications or patient injury was reported.

Manufacturer narrative:
The product was not returned for evaluation; therefore, a conclusive root cause for the reported incident could not be determined. It could not be established whether the event was attributable to a manufacturing defect or to procedural factors encountered during the operation. The production and traceability record for the device was reviewed; no issues were found during manufacturing or packaging that would cause or contribute to the reported event. All quality control tests were completed successfully and met specification. Further, we have not received any other complaints of a similar nature for devices from this lot.